Manufacturer narrative:
Further attempts to obtain complete complaint details and upon receipt will be submitted accordingly. This is one event for the same patient involving two separate products.

Event description:
The plaintiff's attorney alleged that the patient experienced injuries including alkalosis, cardiac arrhythmias, sudden cardiac arrest and sudden cardiac death, which is alleged to have been caused by the product administered during dialysis treatment.